Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported infection could not be conclusively determined. Additionally, it was reported that the ultrasound showed a lymph node enlargement which could be a result of the reported infection. However, it was reported that the culture was negative for any bacterial growth. In addition, there was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
The international mynx distributor reported that a (B)(6) female patient underwent a diagnostic peripheral procedure on an unknown date. Access was obtained via a 6f procedural sheath. Following the procedure, the physician who is still in training to the mynx procedure chose the device to close the puncture site. It is unknown whether a femoral angiogram was taken. There was no report provided regarding the procedural steps followed in the deployment of the mynx. There was no report of complication during the procedure or closure. On (B)(6) 2010, the patient complained of pain at the groin. The physician performed an ultrasound which was negative for pseudoaneurysm but showed a lymph node enlargement. The patient was put on a pain medication, voltaren. On (B)(6) 2010, the patient presented with pus at the access site and was referred to a vascular surgeon. The surgeon performed a wound exploration and removed what was believed to be polyethylene glycol (peg) and left the wound open. It was reported that the patient was put on IV antibiotics and was discharged to home 3 days later. There was no further reported clinical sequela to the patient. Of note, a bacterial culture was done but showed no sign of growth.